Manufacturer narrative:
Reference number (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. An ulcer is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient presented stomach pain and bleeding at the stoma level. On (B)(6) 2018, the patient had a gastroenterological consult and following a gastroscopy, an erosion at the gastric mucosa was observed. The peg/j system was removed and a 2 weeks pause was recommended, as well as treatment with esomeprazole and prophylactic antibiotic. The patient will return in 2 weeks for consult and tube placement. The patient did not remain hospitalized and did not have any other complications. The bleeding and pain were recovered on (B)(6) and the erosion is in course of recovery.